Manufacturer narrative:
(B)(6) 2024 evaluation tech: (B)(4). W2h reg,needle valve,hp flow cntrl damaged debris buildup in the water solenoid, hardened and deteriorated water supply hose. Damaged overlay ribbon cable, cracked auxiliary foot pedal connector on the power drive board. Inconsistent activation of wireless foot pedal in first position, damaged water flow control on the handpiece cable, intermittent power cord. Added handpiece to estimate as a precaution for any damages the handpiece may have sustained in relation to overheating. Will replace damaged/worn components and recalibrate unit to factory specs upon estimate approval. No handpiece received for evaluation. Hpc - 07170. DHR review is not required because the product was returned for evaluation and the customer complaint is a known hazard.

Manufacturer narrative:
Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
While the customer was using a cavitron plus tap-on,115v dom-g136(dna) they allege that the insert tip is overheating. No injury was reported from the alleged event.